Event description:
The customer reported to customer service on (B)(6) 2015 that she was experiencing clogged ducts and blisters while using her pump in style advanced breastpump. During follow up with medela clinician on (B)(6) 2015, the customer reported that she had developed mastitis and took 500 mg dicloxacillin for 10 days. Her mastitis has been resolved.

Manufacturer narrative:
The customer was sent 30mm and 36mm breastshields along with contact nipple shields. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump cause or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfeed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.